Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure the screw of the 5076 lead was jammed and took about 30 turns before the screw could come out. The screw was not fully extended even after many turns. The lead was not implanted. No patient complications have been reported as a result of this event.